Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. The customer¿s blood glucose value was lower than 50 mg/dl at the time of incident. The customer¿s other blood glucose was 108 mg/dl and 136 mg/dl. The customer also stated that they did not allege insulin pump was under delivering. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.